Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The devices blower motor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an alarm condition occurred. The device's system board and power management board were replaced to address the issues.